Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try specific button-press techniques and to plug pump into a working power source, but pump still did not turn on, so customer planned to use multiple daily injections as backup therapy while technical support arranged shipment of replacement pump and instructed customer to let battery fully deplete and return problematic pump within 10 days, then program settings and reconnect continuous glucose monitor on replacement device.